Event description:
Rn started an IV using an angioset catheter on a patient. She withdrew the wire, and began flushing the catheter. Saline and blood sprayed out of the angioset tubing. It appeared to have a hole in the tubing.